Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. A power and resolution inspection was conducted with acceptable results. No damage is observed to the lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection was conducted with acceptable results. The file states the reason for the explant was due to the patient unable to adjust to the multifocal lens. The multifocal company, 19.5 diopter (add power +2.17/+3.25) lens was replaced with a non-company monofocal lens with a 21.5 diopter. The manufacturer internal reference number is: (B)(4).

Event description:
An administrative assistant reported that after intraocular lens (iol) implantation, the patient experienced blurred vision. The lens was subsequently explanted and replaced with a non-company lens in a secondary procedure. The clinical reason provided for the explant was that the patient was unable to adjust to the implanted lens. Additional information was requested, but no further information is available.